Manufacturer narrative:
Cannot performed manual test appendix g to reservoirs due to the reservoir dislodge (plungers to stopper-plungers). Evaluated 10 open or used reservoirs. Performed pre-fill reservoir test, found all transfer guard¿s needles bent at 90-degree angles. Unable to pre-fill.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the reservoir. Customer reported two loose reservoir bottles and insulin would not come out. Customer's blood glucose at the time of the incident was 143 mg/dl. Troubleshooting was done. Product is expected to return.